Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: patient #1: 6.4 inr / 4.8 inr. Patient #2: 4.9 inr / 3.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement sent.